Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube at the distal tip. Material was found missing. Components adjacent to this broken main tube do not show damage. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a dislodged tip/dislodged jaw. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no material inside the patient.